Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. The device was returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted once the evaluation is complete.

Event description:
Edwards received information that this bioprosthetic mitral valve, implanted for eleven (11) years, was explanted due to mitral stenosis secondary to calcification. The mitral valve area became smaller gradually and shortness of breath was detected on exertion. The valve was explanted and replaced with another edwards valve with no adverse patient effects reported as a result of the valve replacement. Patient status was reported as ¿recovering¿ at a general ward of the hospital.

Manufacturer narrative:
Evaluation summary: the report of stenosis and calcification was confirmed. X-ray demonstrated moderate calcification on leaflet 1, heavy calcification on leaflets 2 and 3, and wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 11mm on leaflet 3 at the outflow aspect and 6mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was heavy at the inflow and moderate at the outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. Leaflet 1 had a 4mm tear near commissure 2, leaflet 2 had a 7mm tear near both commissures 2 and 3, and leaflet 3 had a 3mm tear near commissure 3. Calcification was observed near all the tears. Serrated marking were also observed near the tears on leaflet 1 near commissure 2, and on leaflet 3 near commissure 3. The sewing ring was cut at multiple locations around the valve circumference. The wireform was exposed near leaflet 2 at the outflow aspect. Fragments of host tissue and sewing ring were returned with the valve. Calcification nodules were observed on some of the host tissue fragments. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. It has been determined that the root cause of this event was due to the progression of the patient¿s underlying valvular disease pathology and structural valve deterioration with calcification. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.